Event description:
It was reported that a surgeon had several problems in the last three (3) months with the baerveldt shunt. Further, the tube of the baerveldt shunt appeared to be smaller and the doctor had difficulty putting the wire inside the shunt. Reportedly, it took approximately one (1) hour to complete the implant procedure and it was questioned if there was a change to the shunt.

Manufacturer narrative:
(B)(6). (B)(4). Extended surgery time. Baerveldt shunt. A review of the manufacturing records showed no deviations and the shunt passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process.

Manufacturer narrative:
In follow up with the doctor, it was learned that he normally inserts an 11 mm wire inside the tube to modulate the aqueous humor flow. During the procedure he could only insert 6 mm of wire before it became blocked. The nurses tried to cut the wire and re-enter it into the tube; this had various results. After 20 minutes the doctor decided to use another baerveldt shunt with good results. The wire the doctor uses is called ''suprmid'' and it has apparently been discontinued and replaced with another. Subsequently, the doctor has tried three times with a baerveldt and two different wires. The procedure was successful two out of three times; thus the wire has not been ruled out as the source of the complaint. The normal length of time for this procedure is typically 30 minutes, sometimes as long as 45 minutes; thus one hour is considered excessive. No patient data could be obtained but the outcomes was considered ''good''. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The device was returned to the manufactuer. During the manufacturing process a flow test was performed; no deviations were found. A visual inspection of the returned sample did not reveal any deviations or non-conformities. Since no deviations were found, the functionality of the sample would be the same as when it was released to market. No further functionality testing was not performed.